Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an intermittent white screen during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
:The device was received and evaluation was completed. A visual inspection found cracks across the liquid crystal display (lcd) flex. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The white screen was verified. The cause was determined to be the lcd flex was found to have cracks across the traces which can cause intermittent lcd function. The lcd was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.